Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used on an unknown procedure to treat obesity performed on (B)(6) 2024. During the procedure, two sutures tore with minimal pressure when trying to pass through the tissue. This resulted in the procedure being delayed and causing the account to change new sutures back-to-back. The procedure was able to be completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a0401 is being used to capture the reportable event of suture break. Block h10: with all the available information boston scientific concludes that the reported event of suture break, was unable to be confirmed. Device analysis: a suture was returned without the detached anchor. The suture material returned has the typical appearance of the suture pulled out of the anchor as the suture end is flattened. The suture did not break; however, was pulled out of the anchor. Labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Risk review a risk review of the overstitch 2-0 polypropylene suture was completed and confirmed that the event of break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device history record (DHR) review a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Investigation conclusion for the as reported failure of break has not been visually confirmed as the suture was pulled out of the anchor, not broken. This event is catalogued as "no problem detected" since the problem cannot be confirmed. This investigation is assigned a most probable conclusion code of "adverse event related to procedure". The conclusion is acceptable because, after the product analysis, it was found that the suture was pulled out of the anchor. Also, the evidence from the product record review did not identify a potential product quality issue and the adverse event occurred during the procedure but the device had no influence on the event.

Manufacturer narrative:
Block h6: imdrf code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used on an unknown procedure to treat obesity performed on (B)(6) 2024. During the procedure, two sutures tore with minimal pressure when trying to pass through the tissue. This resulted in the procedure being delayed and causing the account to change new sutures back-to-back. The procedure was able to be completed using another of the same device. There were no patient complications reported as a result of this event.